Event description:
It was reported that the pump was removed a ¿couple years¿ ago because it was pumping fluid into his stomach. Reportedly, they could not get the ¿tube¿ out of his back so they tied a knot in it and left it implanted. No patient symptoms were reported. This device system delivered dilaudid. Additional information was requested to clarify event details, troubleshooting, symptoms and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l47173, implanted: 1997-(B)(6), product type catheter. (B)(4).